Event description:
Infusion set separated. At the time of the event, patient was not a home, and was unable to immediately change patient's infusion set. As a result of the interruption in infusion therapy, and increased food consumption, patient's blood glucose measured 271 mg.dl. Patient self-treated by changing patient's infusion set, and delivering a 3.5u bolus.